Event description:
It was reported that multiple malfunction alarms occurred. There was no reported impact to customer's blood glucose. The issue persisted, and the pump, which was out of warranty, had not been reset within the past 24 hours. The customer planned to contact their healthcare provider to renew the pump.